Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time on the pump is inaccurate and that the insulin gauge is inaccurate and remains static. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.